Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The mother stated that her daughter had a stomach virus and severe vomiting prior to her admission. It was stated that the customer was released when her glucose level was under control and about four days later. The mother stated that the settings in the insulin pump were changed while staying in the hospital. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.